Event description:
Caller tested 5.0 inr and 5.0 inr on the coaguchek xs plus system while a comparison lab returned as 3.33 inr. The patient was sent to the hospital for a lab draw and electrocardiogram based on the meter results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).